Event description:
It was reported to philips that the control module geometry had malfunctioned, impacting rotational and angulation movements. The device was in clinical use at the time of the event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.